Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No malfunction was suspected. The patient did not want the device anymore. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging as the ipg had twisted in the pocket. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having difficulty charging as the ipg had twisted in the pocket. The patient will undergo an explant procedure.